Event description:
An endeavor resolute drug-eluting stent was used to treat a lesion in the lcx. The lesion was 88% stenosed, severely calcified and tortuous. The device was inspected prior to use with no issues noted. The lesion was pre-dilated 3 times with a sprinter legend balloon (12atms for 10 secs). 80% stenosis remained after pre-dilation. It was reported that the device was unable to cross the lesion due to calcification. The device was returned to the manufacturing facility and, through analysis of the returned device, the stent was observed to be damaged. There was no patient injury reported. Device evaluation: the stent was positioned between the marker bands as per specifications. The 3rd, 4th and 5th proximal stent segments were raised and deformed. Please note that this device (endeavor resolute rx) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity rx).

Manufacturer narrative:
Results: stent deformation. Target lesion exhibited 80% stenosis following pre-dilation and was severely calcified and tortuous. Stent. Conclusions: stent deformation. Target lesion exhibited 80% stenosis following pre-dilation and was severely calcified and tortuous. (B)(4).